Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing low speed advisories and pump stoppage which was reflected on the system monitor history screen, coinciding with switching the pt to a pocket system controller. The pt only experienced low speed advisories and pump stoppage when tethered on the power module (both hospital owned and patient owned) and did not occur when on battery. The pt was asymptomatic and no other pump numbers changed. The pt presented to the hospital to interrogate the pocket system controller and the system controller was exchanged to another system controller. The pt later that day continued to have alarms and the system controller was exchanged with another system controller. Log files and x-rays were to be submitted. Through log file analysis, low flow hazard events associated with a sudden loss of power, while operating on the power module were noted. A percutaneous lead compromise was discussed. Additional info provided stated that the manufacturer's technical service personnel performed a percutaneous lead distal end replacement on (B)(6) 2013. No further issues have been reported.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.